Event description:
It was reported that there was a hair follicle in the sealed shaver packaging.

Event description:
It was reported that there was a hair follicle in the sealed shaver packaging.

Manufacturer narrative:
The foreign material condition was confirmed on the product received. The device was visually inspected. Based on risk documents probable root causes are: inadequate cleaning process, environmental conditions and workmanship (procedure not followed) as the hair was not captured during the particles inspection check or packaging stage. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.